Manufacturer narrative:
Device code 2017 added for failure to follow instructions . The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported off-label use (indication for use) was associated with the use of mitraclip device on tricuspid valve. The reported improper or incorrect procedure or method (failure to follow steps / instructions) was associated with the user error of over-curving the clip delivery system (cds). A cause of the reported difficult to open or close (gripper actuation) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper actuation issue. It was reported that on (B)(6) 2022 the patient underwent an off-label mitraclip procedure to treat functional tricuspid regurgitation (tr). A total of 3 clips were successfully implanted reducing the tr. On (B)(6) 2022 it was noted that one of the implanted clips had a single leaflet device attachment (slda) and the tr returned. The patient underwent a re-do procedure and one xtw clip (20510r355) was selected for implant. The xtw clip was advanced to the tricuspid valve however after significant interaction with the slda clip the gripper had difficulty lowering. The clip was removed from the patient and exchanged. The procedure was complete with a final tr of 3. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The slda referenced in event is filed under a separate medwatch report number.